Event description:
Implant date: 1992. Revision surgery in 1992 due to rod disengaged from screw and a pseudoarthrosis. Device replaced with cd spinal fixation system. Pt was involved in a motor vehicle accident. X-rays revealed broken rods. Revision surgery to replace device in 1995 at which time a pseudoarthrosis was found.